Event description:
It was reported that the hahn tapered implant failed. The patient's type of bone is "anterior/mandible/dense". There is no relevant medical history reported. On (B)(6)2024, the patient presented for a primary procedure in the "#23, 26" implant area. During implant placement, the provider determined there was "no primary stability, may have bottomed out on cortical bone. Implant was just spinning." At that time, the implant was removed due to lack of primary stability.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).